Manufacturer narrative:
Please see referenced h10 for related report number.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) device split and did not go into the unknown sheath correctly. The device was not used. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This report is related to medwatch report # (B)(4). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 5f mynx control vascular closure device (vcd) device split and did not go into the unknown sheath correctly. The device was not used. There was no reported patient injury. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. The unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. The syringe was not returned, and the procedural sheath was not included in the shipment. The sealant was in its manufactured position, exposed due to a frayed condition observed on the cartridge assembly. The stopcock was set in the open position. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve could not be verified due to the frayed condition of the sealant sleeve assembly, which did not allow proper measurement. However, the catheter working length was measured to verify compliance to the specification, and the dimensional analysis result was found within specification. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample sheath was performed as indicated in the instructions for use (IFU). However, due to the frayed condition of the cartridge assembly, it was not possible to insert the device into the cannula of the sheath. Additionally, a simulated deployment test was performed on the returned device per the mynx control IFU. The tension indicator was aligned manually, then button 1 and button 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of button 1 and button 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, confirming the frayed condition of the sleeves. The sealant was exposed. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.